Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified right common femoral artery (rcfa) using a proglide device after a chemo-embolization procedure. Reportedly, when the plunger was retracted from the device body, a cuff miss occurred. The device was removed from the patient groin and another proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. During the investigation, the plunger was inserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during the manufacturing process. There is no indication of a product quality deficiency. It was reported that the target common femoral artery was mildly calcified, which may have contributed to the reported event; however, this can not be confirmed. The instructions for use states: the safety and effectiveness of the proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The most probable cause for the reported and confirmed posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue, because of challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) Or failure to position and maintain the device at a 45 degree angle throughout deployment. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there is no indication of a product quality deficiency. In process testing such as visual inspection and destructive testing to verify function and quality of the lot met specifications. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.